Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-15338. It was reported that a patient's implantable cardioverter-defibrillator and right ventricular lead were explanted in a procedure on (B)(6) 2020 for an unknown reason. Post-procedure the patient status was unknown.

Manufacturer narrative:
Final analysis found lead insulation degradation at 13.0 cm to 13.5 cm from the connector pin.